Event description:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5081537) on 07-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of uterine haemorrhage ("hematometra in upper uterine cavity") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device issue "issues with coils". Concomitant products included clomegestone;mestranol (biogest) and magnesium. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria hospitalization, medically significant and intervention required) with abdominal pain lower. The patient was treated with morphine. At the time of the report, the uterine haemorrhage outcome was unknown. The reporter considered uterine haemorrhage to be related to essure. The reporter commented: an injury hospitalization, disability/permanent damage, required intervention was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: inter-vaginal vaginal ultrasound which showed issues with coils and hematometra present in upper uterine cavity. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.